Event description:
Pt admitted two days before event date. Details for reason of admission not available. Cardiac cath results: left circumflex stented with 2 taxus stents, lad stented with taxus. Returned to hosp post fall of 15 feet; developed chest pain. To cath lab; lad stent closed. Reopened with stent, 2 stents placed in circumflex. Very unstable during procedure; cardiac arrest and unable to resuscitate.